Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were hi mg/dl (used 600mg/dl for value to get a result), 311mg/dl, 186mg/dl. Test were done less than 10 minutes apart with a difference of 67%. Patient did not experience any adverse events. No further information has been reported. Note: customer comparing ultra results to fasttake results invalid.